Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported right side "capsular contracture, baker grade unknown", "extremely hard" and "exchange of textured devices due to patient's concern with product." Healthcare professional later reported capsular contracture, baker grade unknown, and replacement from textured to smooth due to the patient concern of the implant. Device remains implanted.

Event description:
Patient reported, right side "capsular contracture, baker grade unknown". "Extremely hard". And "exchange of textured devices, due to patient's concern with product". Healthcare professional, later reported, capsular contracture, baker grade unknown. And replacement from textured to smooth, due to the patient concern of the implant. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Patient reported right side "capsular contracture, baker grade unknown", "extremely hard" and "exchange of textured devices due to patient's concern with product." Healthcare professional later reported capsular contracture, baker grade unknown, and replacement from textured to smooth due to the patient concern of the implant. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: visibility/palpability: unable to observe as it is not related to the device. Anxiety-product/procedure: unable to observe as it is not related to the device. Capsular contracture: unable to observe as it is not related to the device. Additional observations: observed total separation on the plug strap assessed as surgical damage. No further actions are required since no manufacturing issue is observed. Additional, changed, and/or corrected data: d.9., h.2., h.3., h.6.

Event description:
Device has been explanted and replaced.